Manufacturer narrative:
Please refer to the final report. The device was implanted on (B)(6) 2025 with 3 leads. Analysis of data provided revealed: since at least march 2026, thousands of episodes of ventricular arrythmia are recorded in the device. On (B)(6) 2026, at 16:37 a tv episode was recorded. The ventricular rhythms stabilized around 210bpm, according to the programmed parameters, 10 atp then 1 shock were delivered. After the shock, the ventricular rhythm became instable. This unstable rhythm didn¿t allow to get fv majority + persistence (20 cycles); the vf persistence only reached 8 cycles. ¿tv ¿majority couldn¿t be reached either, some svt/st rhythm were concluded and re-initialized both tv and fv persistence. Therefore, no therapies (atp or shock) were applied after the shock. The ventricular rhythm progressively decreased below 130bpm (slow rhythm) based on available data, the device worked as per specifications and programmed parameters.

Event description:
Following multiple atp shocks and 1 internal shock. Patient resuscitated by firefightersthe ICD appears to be inhibited (no charge indicator).